Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: that the balloon was broken and the obturator was pushed through the balloon. The obturator, valve seal and doors appeared intact. The insufflation bulb was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic totally extraperitoneal repair procedure, when the staff was testing the device before use the balloon would not inflate. Another device was opened to resolve the issue. There was no patient harm.